Event description:
The customer reported that the system would intermittently lock up. The collimator would close all of the way, all of the lights came up on the x-ray control panel, and the system sounded like x-rays were being produced, but there was no radiation and the image would not renew. The system was rebooted and functioned normally.

Manufacturer narrative:
The ge svc rep replaced the fluoro functions pcb, the generator interface pcb, and the p1 power supply. He reloaded the flash memory on pcbs and calibration files. The rep was unable to duplicate the lock up. Machine fully functional. This MDR is related to ge healthcare complaint number.